Manufacturer narrative:
Investigation completed on smiths medical cadd solis vip 2120 pump. Device arrived with in good physical condition. Complaint was verified in the event log. Testing done and confirmed air detector non functional. This was isolated to a faulty air detector sensor. Unknown cause of event.

Event description:
Information received a smiths medical cadd solis 2120 pump alarm air in line. No patient adverse events reported.